Event description:
The customer reported that the unit alarmed and restarted during operation. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the ventilator diagnostic log noted the ventilator had restarted during operation. The unit passed initial testing. Performance verification testing was completed and tests passed to operating specifications.